Event description:
It was reported that a balloon rupture occurred. A 15 mm x 4.00 mm wolverine coronary cutting balloon was selected for use. During the procedure, the balloon failed to inflate. Upon removal, a hole was observed in the balloon. The procedure was successfully completed with an alternate device and there were no patient complications.

Manufacturer narrative:
E1 initial reporter phone: (B)(6).